Event description:
It was reported that the pump was working its way out toward the skin. The doctor decided to explant. No pt outcome was reported. The drug contained in the pump was not reported. Additional info has been requested, but was unavailable as of the date of this report.